Event description:
It was reported, the light source had intermittent b30 light source errors. The issue occurred during preparation for use in a diagnostic bronchoscopy procedure. The bronchoscopy was rescoped. There was an unspecified delay to the procedure. The procedure was completed using a different set of equipment. Although it was mentioned that there was an extension of hospital stay, there were no reports of patient injury/adverse event. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint, however, since it was reported to have an intermittent error, the socket is recommended to be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the b30 error occurred due to scope socket contact and contact failure. Olympus will continue to monitor field performance for this device.